Manufacturer narrative:
Review by engineering dept revealed that the device functioned as desired. It appears that a surgical technique error may have led to the device components not locking as intended. There was no harm to the patient as well as to the surgeon. The device components were explanted and returned. The surgeon completed the case using a different device that is not manufactured by arthrosurface.

Event description:
The surgeon was unable to engage the screws onto the taper post as desired. This MDR (FDA medwatch form 3500a) is now being filed in accordance with the findings on form 483 (observations), received during our FDA inspection held in 10/2015.